Event description:
During a suture procedure, the light fell while adjusting the unit. It hit the pt on the back of the head. The pt had a bump and bruises on the head. The pt was examined for further injuries and none were detected.